Event description:
Blood glucose results of "9.4 and 3.1 mmol/l" with a lifescan meter, performed within 10 minutes of each other. Thereby indicating a potential malfunction of the meter in terms of precision.